Event description:
(B)(4). It was reported that post a percutaneous transluminal angioplasty (pta) procedure the patient's blood pressure and creatinine level increased. An ostial, calcified, fibrotic and concentric lesion was located in the right renal artery. The intraluminal diameter was 2mm and the total lesion length was 10mm. An express sd 6x14mm stent was implanted. The clinical and radiological assessment showed technical success, and there were no procedure related complications. At discharge, there was evidence of improvement in the luminal diameter to less than or equal to 30% residual stenosis and hemodynamic and clinical success. The blood pressure was 120/80 and the serum creatinine level was 1. At the patient six month follow up visit, there was evidence of improvement in the luminal diameter to less than or equal to 30% residual stenosis and hemodynamic and success. The blood pressure was 145/75 and the serum creatinine level was 1. At the patient nine month follow up visit, there was no clinical success and the serum creatinine level was 1.4. There was hemodynamic success and evidence of improvement in the luminal diameter to less than or equal to 30% residual stenosis.

Manufacturer narrative:
Date of event - (B)(6) 2008.the device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4): device not returned for analysis.